Event description:
It was reported as a general comment from the physician that he has experienced greater withdrawal resistance of the stent delivery system (sds) post stent deployment with the longer lengths (33/38 mm). No specific case details were provided. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Estimated date of event. Estimated implant date.